Event description:
While attempting to insert PICC line and withdraw guide wire, guide wire started to "unravel" and broke off in pt. Required surgical procedure for removal of broken guide wire.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.